Event description:
It was reported that the patient was having issues with their personal therapy manager (ptm) not delivering the boluses. The patient stated that he had been "getting locked out for 30 minutes after trying to deliver a bolus." The patient also stated that he "checked the timer manually and could not get a bolus after waiting over 30 minutes" and got the same response from the ptm (no-30min). It was reported that the patient was at times able to give himself a bolus. The patient stated that there was "simply something wrong with the pump." It was suspected that the issue could have been due to the patient moving the ptm away from the pump too quickly for it to acknowledge the bolus; however, it was unclear what factors were causing the issue. The medications used in the pump were fentanyl, bupivacaine and dilaudid (hydromorphone). No patient symptoms or injury were reported. Additional information has been requested, but was not available at the time of this report.

Event description:
Additional information: it was reported by the physician that cause of the event was unknown. The event was not reported to the physician. The patient was not hospitalized. It was unknown if the patient had any symptoms. There was no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter: product ID 8590-1, lot# n203997, implanted: (B)(6) 2009. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).